Event description:
This information was provided via maude event report. The report states: during routine radial artery insertion, the plastic shaft tubing cracked. The black plunger used to advance the guide wire partially dislodged. The plunger was stuck in the plunged position. Despite pressure, it could not be pulled back. When the radial line was removed, it demonstrated curling of the guide wire within the white plastic tip that could not be retrieved/pulled back into the white sleeve. Despite removal from the body, the guide wire white tip remained in hard-flexed, curled position. A radial artery tear/damage is suspected but as controlled with application of focal pressure. Proper technique was used throughout. The operator inserted dozens of same arrow catheters without issues. A new a-line was later inserted in the contralateral radial artery from the same lot without difficulty noted. It was noted they initially advanced the plunger to hub before performing the procedure. They felt the plunger was slightly stuck at the black mark that marks exit of the guide wire from the needle. The stuck feeling was resolved after multiple practice plunges before beginning the actual procedure. The diagnosis or reason for use was the patient had hypotension and there was a need for arterial access.

Manufacturer narrative:
(B)(4). The device will not be returned.